Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a short battery life issue. The issue reportedly occurred with multiple batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed evidence of sudden voltage drops, short battery life, and battery alarms beginning on (B)(6) 2015. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The test cap was able to fully tighten and the battery compartment was intact. The pump powered on normally and did not draw excessive current. The alleged short battery life issue could not be duplicated on investigation. Unrelated to the original complaint, there was evidence of moisture contamination found inside the pump when the pump casing was removed.